Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed fourteen conforming clips and ejected two clips finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a general surgery, the device clips were feeding sideways in the device. They completed the procedure with a new like device. There was no patient consequence reported.